Event description:
The complainant reported their experience with the defective defibrillator batteries. Rptr writes: "thank you for info on methodology for conveying my concerns regarding the capacity of laerdal defibrillator batteries. To summarize my concerns, the experience of "the fire dept" has been that, after testing new shipments of laerdal batteries, a dangerous majority of those laerdal batteries have a charge capacity below a safe and acceptable standard. I would be very surprised if our experience is unique. What may be unique is that "this fire dept" has subjected the laerdal batteries to meticulous testing to determine their performance capabilities. Since these laerdal batteries are used in defibrillators which are critical for reviving cardiac arrest victims, I feel this issue needs immediate attention from your office. I have been bringing this battery deficiency to the attention of laerdal employees since 1996, and my info prompted a recall of two lots of batteries in 1996. However, I continue to receive laerdal batteries direct from the factory that have very limited capacity. As recently as january 15, 1999, I received batteries date coded 980427 that showed an 88% capacity upon initial testing. For reasons I will explain below, this capacity is unacceptable for batteries used in such a critical application. Perhaps an explanation of my background and experience will help in understanding my concern: (a) I have been defibrillation project officer for the fire department since the inception of our automatic external defibrillation program in 1991. (B) shortly after the start of our program the fire department had a defibrillator battery go dead on an emergency call. Our investigation found that the battery in question was overused during initial training of our personnel. This prompted us to establish a strict policy for care and maintenance of defibrillator batteries. That policy proscribes that no training will be done with batteries assigned to actual defibrillators in use. All training is conducted using only specially designated training batteries. Page 45 of the laerdal technical manual for heartstart 3000 lists a procedure to test capacity of batteries and to rate predicted efficiency of the battery. It states: "using a manual mcm, deliver 360 joules shocks until unit prompts "change battery, battery low." Number of shocks given indicates battery status. Battery is good if it will deliver 24 or more shocks. Battery is marginal if it delivers between 16 and 24 shocks, and replacement should be planned for these batteries. If battery delivers fewer than 16 shocks, battery should be replaced" (see attachment). This testing method was submitted to the city's communications department technicians. They recommended against this method due to added use to defibrillators, possibly shortening life of the unit. They recommended that I research for a battery analyzer to complete this task. After research with laerdal, panasonic (battery MFR), and the testing co which tests panasonic batteries for laerdal, the fire department purchased a casp 1200 battery analyzer from the christie electric corp. This was on the recommendation of laerdal service manager. This analyzer is capable of charging, reconditioning and analyzing many different types of batteries. The casp 1200 needs to be programmed for each individual type of battery. The christie co set up the test algorithm for our laerdal batteries using a panasonic spec sheet that was supplied by laerdal. From 1993 to the present I have been analyzing all our defibrillator batteries on a semiannual basis. With a few exceptions, all the early batteries held up well and have maintained an acceptable percentage of capacity. Through testing both on the analyzer and with actual shocks delivered to a simulator as recommended by the laerdal technical manual, I established an acceptable percentage equivalent to the laerdal battery efficiency description above. I found that if the analyzer showed a capacity of 90% or greater the battery would deliver greater than 24 shocks when placed in a defibrillator. I used any results below 24 shocks as our "low" end to be conservative. Once a battery dropped below 90% of capacity replacement was planned. At no time was a battery allowed to remain on an emergency apparatus with a capacity of less than 80%, which I found correlated to approx 22 to 23 shocks. In 1996 I elected to replace all the batteries that had an 80-90% capacity. This is where I first discovered the problem with limited capacity batteries from laerdal. I found that, upon receipt, the "new" replacement batteries from laerdal had an acceptable initial capacity, but they experienced a severe drop in capacity after use. This was first reported to laerdal on november 6, 1996. This started many letters and phone calls from me to report this problem. I was told in a conference call among laerdal, panasonic and myself that the problem was related to cracked lead plates in the batteries. I was told that panasonic had changed a mfg process and the new mold for the lead plates was not working properly. Additionally, I was told that the mold was cracking the lead plates and the problem was only apparent after the battery was deep cycled, or drawn down to a low energy level. This is why the batteries would show an acceptable charge when delivered. However, after being analyzed or tested by "shocking" on a simulator, the battery capacity dropped considerably and would not recover. During the above conference call I was questioned extensively by laerdal and panasonic personnel about my testing techniques. I explained how I have tested batteries since 1993. The one item that came into question in the testing process was whether the analyzer I was using had been re-calibrated by christie since its purchase. I agreed this could be a problem. However, I was very confident in my test results since I usually ran an older battery (date coded 1990) as a control.